Event description:
It was reported that during an unknown procedure, the clips would not advance. Only the first clip was released. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/01/2007. Evaluation summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled and upon the first firing the advancer bypassed the clip causing a pear shaped clip, subsequent firings fed and formed 8 conforming clips. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.